Manufacturer narrative:
On 8-dec-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-dec-2021, the product investigation was completed. It was reported that an unknown patient underwent a afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve separated. While attempting to insert the vizigo dilator into the sheath, a piece of white plastic was pushed into the hub of the sheath and obstructed the sheath. The dilator could not be inserted as a result. The sheath was exchanged with another vizigo to continue the case. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks. On other hand, the brim cap and the silicone ring were found placed in the correct position and found in good conditions. A device history record was performed for the finished device 50000019 number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve separated. While attempting to insert the vizigo dilator into the sheath, a piece of white plastic was pushed into the hub of the sheath and obstructed the sheath. The dilator could not be inserted as a result. The sheath was exchanged with another vizigo to continue the case. No patient consequences were reported. Hemostatic valve separation is not MDR-reportable.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).